Event description:
Elevated blood glucose levels [blood glucose increased]. Case description: a parent reported that the patient was hospitalized in 2002 with elevated blood glucose levels while using innovo doser with novolog penfill insulin cartridges. One month ago, the school nurse gave the patient an innovo doser. The physician had prescribed novolin n 25-27 units in the morning, and novolog penfill insulin prior to meals as a sliding scale based on carbohydrate consumption. The patient's normal blood glucose readings prior were between 100-150 mg/dl. From the middle of the month, the patient's blood glucose readings were greater than 200 mg/dl. On the event day, patient's blood glucose readings were greater than 300 mg/dl, and patient was admitted to the local hospital for an overnight stay. While in the hospital the physician changed the insulin treatment to lantus insulin in the morning and vials of novolog insulin prior to meals on a sliding scale. As of february 2002, the patient's blood glucose reading was 198 mg/dl while using vials and syringes. Air shots were not performed prior to injections and function checks on the device were not performed.